Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, clips were not loading properly into the jaws. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one premium surgiclip titanium stapler. During functional testing, the handles could not be cycled to load a clip. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The instrument was disassembled to evaluate the internal components and assembly; a pin was found out of position preventing the instrument from functioning properly. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.